Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that after implanting the right ventricular (rv) lead, the guidewire was unable to be separated from the lead and the lead exhibited an unspecified damage. The lead was not used and a new lead was implanted. There were no patient consequences.

Manufacturer narrative:
The reported event of unspecified damage and guidewire was unable to be separated from the lead was confirmed. As received, a complete lead was returned in one piece. Visual and x-ray inspections of the lead found the inner coil, lead body insulation and cables were damaged consistent with procedural damage. The cause of the reported event was due to over torqued inner coil consistent with procedural damage.